Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. The device history record (DHR) was reviewed on 2/24/2016. According to the last DHR entry dated 1/18/2016, there was no noted contamination of the fluid path due to operator error issue relating to the device.

Event description:
A patient's peritoneal dialysis nurse reported a patient was hospitalized from (B)(6) 2016 for a touch contamination peritonitis. No further information was provided.

Manufacturer narrative:
Medical records were received and reviewed. Medical records did not indicate the source of the patient¿s peritonitis. However, the physician notes stated the peritoneal dialysis related infection was ¿most likely skin spread.¿ the organism staphylococcus epidermidis would suggest this as well. Medical records did not indicate a causal relationship between the liberty cycler and the patient¿s peritonitis. The cause of the peritonitis was unknown. After review of all currently available information, no conclusion can be made that suggests the peritoneal dialysis products caused or contributed to the reported event of peritonitis.

Event description:
Review of the patient's medical record information discovered the patient presented to the hospital for abdominal pain, and episodes of nausea and vomiting. The symptoms had started the month prior. The patient denied any fever or chills and did not notice effluent color during that period. The patient's peritoneal dialysis fluid was analyzed and showed white blood cell count of 1666 with 82% neutrophils. The patient was admitted into the hospital and started on intraperitoneal antibiotics for probable peritonitis. The patient's abdominal pain improved after antibiotics were started. The patient continued to experience nausea and vomiting, most likely gastroparesis and was prescribed reglan. The fluid culture results were positive for staphylococcus epidermis. The patient was discharged to continue intraperitoneal antibiotics at home. Follow-up with the patient's peritoneal dialysis registered nurse confirmed that the source of the patient's peritonitis was aseptic technique failure.